Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was noted after the device was filled with meropenem and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14n023 was manufactured between december 10, 2014 and december 12, 2014. Visual inspection was performed and a black mark was observed on the filter of the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.